Event description:
It was reported that balloon rupture occurred. The 95% stenosed target lesion was located in the moderately tortuous and severely calcified right coronary artery. A 3.00mm x 12mm nc emerge balloon catheter was advanced but failed to cross the lesion due to calcification; however, the balloon burst. The procedure was not completed due to another reason. No patient complications were reported, and the patient condition was good post-procedure. It was further reported that during initial inflation at nominal pressure for 5 seconds, the balloon burst. The device was removed normally. During the procedure, there were no intervention performed by the physician, instead coronary artery bypass grafting (CABG) was done as an alternative treatment.

Manufacturer narrative:
B5: describe event or problem: updated. Device evaluated by MFR.: returned product consisted of an nc emerge balloon catheter. The device was visually and microscopically examined. There were numerous kinks to both the hypotube and shaft. There was contrast in the inflation lumen and the balloon. There was blood in the guidewire lumen and the balloon was loosely folded. The balloon was found to have a partial circumferential tear 4mm distal from the proximal markerband. Product analysis confirmed the reported event, as the device was found to have a partial circumferential tear to the balloon.

Event description:
It was reported that balloon rupture occurred. The 95% stenosed target lesion was located in the moderately tortuous and severely calcified right coronary artery. A 3.00mm x 12mm nc emerge balloon catheter was advanced but failed to cross the lesion due to calcification; however, the balloon burst. The procedure was not completed due to another reason. No patient complications were reported, and the patient condition was good post-procedure. It was further reported that during initial inflation at nominal pressure for 5 seconds, the balloon burst. The device was removed normally. During the procedure, there were no intervention performed by the physician, instead coronary artery bypass grafting (CABG) was done as an alternative treatment.

Event description:
It was reported that balloon rupture occurred. The 95% stenosed target lesion was located in the moderately tortuous and severely calcified right coronary artery. A 3.00mm x 12mm nc emerge balloon catheter was advanced but failed to cross the lesion due to calcification; however, the balloon burst. The procedure was not completed due to another reason. No patient complications were reported, and the patient condition was good post-procedure.